Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the implantation site of the closed loop stimulator (cls) and requested an explant. The evoke system was confirmed to be operating as intended prior to explant, with no allegation of device deficiency. The patient had been implanted 18 months prior and reported weight loss during this time.

Manufacturer narrative:
There is no allegation of device deficiency. Per the information reported, the patient had significant weight loss which may have contributed to the pocket pain and subsequent request for an explant. The cause of the pocket pain cannot be conclusively confirmed but is likely related to the reported weight loss. The evoke surgical guide lists the following in the potential risks section: "the risks associated with the implantation and use of a spinal cord stimulation system include: temporary or persistent post-surgical pain at hardware implantation sites... The patient may require surgery (including revision, explant, and replacement) as a result."